Event description:
The advocate called for help with the customer's contour meter. She performed control tests during the call and received results of "hi" and 424 mg/dl. The normal control range was 107 - 148 mg/dl. No adverse events were alleged. The advocate was advised to return the customer's test strips for eval. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The customer returned used test strips, so further eval was not possible.